Manufacturer narrative:
The device was not returned for inspection. A review of lot history records did not reveal any issues that might have caused or contributed to the adverse outcome. The labeling was reviewed and found to contain the appropriate directions and cautions. A review of the literature describes a 0.9% of thrombotic events for related procedures. Colitis that occurred during the conduct of the ind investigation is not listed among the possible adverse events for the device in the IFU. Renovorx will continue to track and trend for adverse events as part of post market surveillance.

Event description:
The patient is enrolled in a clinical (B)(6) study. Per protocol, the patient received intra-arterial chemotherapy (gemcitibine) to treat a pancreatic tumor on (B)(6) 2019. The renovocath device was used to deliver the drug proximal to the tumor, adjacent to the superior mesenteric artery. Treatment was uneventful and the patient was discharged home, reportedly doing well. She presented to the ER on (B)(6) 2019 with right lower quadrant abdominal pain accompanied by nausea, vomiting and diarrhea. Abdominal CT scan revealed enterocolitis and distal occlusion of the superior mesenteric artery. Per the treating physician, the branch of the sma where the local chemotherapy had been administered was already obliterated distally from the pancreatic tumor. The presence of thrombus most likely exacerbated perfusion to the colon leading to ischemic colitis. The patient was treated for alleviation of pain, anti coagulants and antibiotics were administered. She was discharged home on (B)(6) 2019 feeling well. Continuation in the trial will be evaluated further. Of note: occlusion duration of the sma with the renovocath device was 45 minutes.